Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition, but the tamper seal was missing. Functional testing involved three separate accuracy tests and in at least one test the device was found to be over delivering to manufacturing specification. Based on evidence and investigation, the complaint allegation was confirmed. The investigation determined that the expulsor being out of specification was the cause of the reported issue. The expulsor was trimmed to bring delivery into a more nominal of a range. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured jun. 2018, and is out of warranty therefore, no manufacturing DHR review is needed., corrected data: d4 catalog number updated.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device was under-infusing before infusion. There was no patient, or clinician injury associated with this event.